Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was unknown at the time of incident. Customer stated that they were unable to clear the alarm. Customer stated that the insulin pump had crack on the battery compartment side. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Device received with cracked battery tube thread and cracked case battery tube, cracked case corner of belt clips rails noted.